Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer states insulin is "squirting out" during priming process. Customer stated there was no moisture damage and the drive support was normal. Insulin pump will be returning for analysis.